Manufacturer narrative:
This is default text configured for block h10.

Event description:
When he was trying to reconstitute the medication, he was unable to inject diluent into powered vial; the adaptor for the diluent did not work [device issue]. No adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device issue and no adverse event from united states. On 16-jun-2026, amneal pharmaceuticals received information from nurse via an email concerning safety concern of amneal's risperidone for extended-release injectable suspension. Additional follow-up information (#01) was received from nurse via an email on 22-jun-2026. Additional information included event verbatim was updated for device issue. Narrative was updated. Product details included amneal's risperidone for extended-release injectable suspension 50mg (ndc: 70121-2628-5, batch/lot: ap260204(carton) ap250446 (syringe), expiration date: mar-2028 (carton) sep-2028(syringe), serial number: (B)(6)). On 16-jun-2026, the nurse received a sealed medication from pharmacy and on (B)(6) 2026 when he was trying to reconstitute the medication, he was unable to inject diluent into powered vial and requested for replacement. He stated that they didn't give any alternative product to the patient and also stated that they rescheduled patient treatment. Further he confirmed that the adaptor for the diluent did not work as a result he was unable to inject diluent into powered vial. Last action taken with risperidone in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter did not provide the causality of device issue and no adverse event with risperidone. This case was considered as serious. The reportability of this case was expedited.